Event description:
It was reported that the customer was hospitalized due to an undefined elevated blood glucose level; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.